Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing after the patient was involved in a car accident. The patient received an inappropriate shock while in normal sinus rhythm. However, the physician was unable to reproduce the oversensing with pocket manipulation or arm movement. Cpi received additional information in may 1998 that the ICD was removed due to increased ventricular impedance and threshold measurements.